Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 10.4-11.0cm from the distal tip, consistent with lead friction to another device or feature of the patient anatomy. The sensing conductor etfe coating was abraded at this location. External insulation abrasion was noted at 10.4-11.5cm from the distal tip, consistent with lead friction to another device or feature of the patient anatomy. Externalized conductors due to internal insulation abrasion were noted at 7.5-10.0cm and 10.5-12.6cm from the distal tip. The etfe coating was intact at these locations. (B)(4). (B)(6).